Event description:
During a lap band procedure with the surgeon, the anesthesiologist had occasion to reboot the anesthesia machine because the bellows stuck and would not ventilate the pt. The anesthesiologist said that usually if the machine is rebooted it fixes itself while still ventilating the pt. Today that did not occur. When the machine was rebooted he had to hand ventilate the pt until the machine was entirely up and running which took about 3-4 minutes.